Manufacturer narrative:
The reported incident that standard drill bit anchorage ø2.0mm / l110mm, ao was alleged of issue s-18 & s-11 (instrument breakage identified out of surgery & breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to wear, since the device has been manufactured in 2010. As a reminder, the cleaning and sterilization guide states: ¿note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.[...]" A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Pharmacist, related to the sales representative at stryker that "on (B)(6) a meta-tarsophalangeal arthrodesis was realized on a patient (feet), aged (B)(6). 80% of the drill bit broke on the distal threaded part. The surgeon, became aware of it 3 weeks after the procedure, by x-ray exam. Additional surgery was performed to remove the broken drill bit.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Pharmacist, related to the sales representative at stryker that "on (B)(6), a meta-tarsophalangeal arthrodesis was realized on a patient (feet), aged 66. 80% of the drill bit broke on the distal threaded part. The surgeon, became aware of it 3 weeks after the procedure, by x-ray exam. Additional surgery was performed to remove the broken drill bit.